Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported the dovetail was loose on the aberrometer. The device was serviced and realigned. Additional information received; no patient harm or unexpected outcomes occurred as a result of this event.

Manufacturer narrative:
The company service representative examined the system and confirmed the reported event. The company service representative aligned and tightened the bracket attached to the aberrometer. The system was then tested and met all product specifications. The dovetail on the aberrometer mounts to a corresponding dovetail bracket on the customer¿s microscope with a locking mechanism to secure the aberrometer. It is designed to give the customer flexibility by allowing them to remove and replace the aberrometer onto the microscope at their discretion. Because of this, customer use/handling may have attributed to the reported event; however, based on the information provided for this investigation, the root cause cannot be determined conclusively. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).